Event description:
It was reported that the patient was presented in clinic, t-wave oversensing was observed. Reprogramming was recommended and device remains implanted. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.